Event description:
It was reported by service report that the siderails were stuck and would not lock in the up position and the power cord was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Headend left and right siderails replaced due to corrosion. Ground prong missing.